Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach a luer connector to the pump during a supply change, associated with connector lot 32964, and successfully attached a different connector after guided troubleshooting; delivery was resumed with visible drops and no alerts or alarms, and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact to health, no hospitalization, and successful continuation of therapy. Investigation included user-guided troubleshooting and education, including attempting connection without the cartridge and replacing the connector. Investigation of this case revealed a connection difficulty isolated to one connector piece, with normal function achieved using an alternate connector, indicating the pump and infusion pathway operated as intended after replacement. It was concluded, based on previously established findings for similar reports, that the cause was a component-level connector issue not reproducible after substitution.